Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet with a flex infusion set, reaching a blood glucose of 389 mg/dl for over two hours; customer support advised an infusion site change, and the user reported no visible cannula issue on removal. Symptoms included hyperglycemia. Outcomes included resolution of blood glucose to 127 mg/dl after troubleshooting and education. Investigation included customer follow-up and troubleshooting guidance regarding infusion site management. Investigation of this case revealed no confirmed device malfunction, with the hyperglycemia cause unclear despite an infusion set change and subsequent normalization of glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.